Event description:
The customer reported that the charging port was damaged and loose, and the charging port cover was missing. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and additional information regarding the outcome was unavailable.